Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was implanted with a permanent scs system on (B)(6) 2017. Reportedly, the patient experienced lower leg numbness hours later prior to discharge. Postoperatively, the issue was evaluated by the physician and the patient was subsequently discharged on the same date. No further information has been made available at this time.

Event description:
Follow-up identified the issue resolved postoperatively.